Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensor stopped working occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, signal loss greater than one hour was found in connection to the reported allegation. No injury or medical intervention was reported.